Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). There is no indication of patient involvement. If explanted; give date: n/a (not applicable). There is no indication of patient involvement. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 13.5 diopter intraocular lens (iol) was damaged. It is unknown if the lens was damaged when removed from the packaging or during product handling. There is no indication of harm or injury to the patient. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site; therefore, the complaint issue reported was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 3/27/2019. Device returned to manufacturer: yes . Device evaluation: the complaint product was received its original package. Visual inspection using magnification was performed on to the returned sample. The plunger and pushrod was observed in advanced position. Residues of lubricant material was observed in the cartridge. No damaged was observed to the cartridge. Lens was also observed stuck in cartridge. It was difficult to remove the lens from the cartridge to address the complaint issue reported. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.